Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a functional bicuspid valve which caused the device to dive deeply. An attempt was made to pull the valve back, however the valve dislodged. The valve was then deployed in the descending thoracic aorta. A second valve was attempted to be implanted but dislodged at 2/3 deployment. The valve was deployed in the descending thoracic aorta. A non-medtronic transcatheter bioprosthetic valve that was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. Dislodged valves are typically not related to a device malfunction. In this case it was reported that the patient had a functioning bicuspid valve that caused the device to dive deep. Per the instructions for use (IFU), once deployment is complete, re-positioning of the bioprosthesis is not recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.